Event description:
Customer states that while removing the syringe from the catheter port of the pt during a dialysis treatment, the nurses noticed that the luer lock had broken off inside the patient's catheter. The customer further stated that the broken piece of the syringe had to be removed from the patient's catheter with hemostasis.